Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -10.0/+2.5/83 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced refractive surprise. As of the date of MDR submission, the lens remains implanted. This case is under medical consult.

Manufacturer narrative:
The lens was exchanged on (B)(6) 2017 and the problem was resolved. The patient's post-op best corrected visual acuity (bcva) was 20/20. Device evaluation: the lens was returned dry, in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. (B)(4)